Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patients ins was moving in the pocket since after implant in (B)(6). No symptoms were reported. No further complications were reported or anticipated.